Manufacturer narrative:
The catheter has been received cut in two at 10 cm of the cap. The cut of the tube and the micro-wire is clear (probably due to a scalpel). No sign of a stretch of the tube. No functional test can be performed on this device. No conclusion can be drawn.

Event description:
Display of negative intracranial pressure after 2 days of monitoring. The catheter has been explanted.